Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged deviation during a case. The scope of the case was an l4-s1 fusion. They completed placing the screws doing all left side screws first and all right side screws second. Screw placement seemed accurate but the post-op x-ray showed that the left l4 was ~5mm superior and the l5 was ~5mm inferior. They stopped the use of the guidance system and used a navigation system to replace the screws. The team ran  a10 point accuracy test and it passed. The team discussed the situation with the surgeon and due to other factors patient movement was very likely during the procedure and the site believes that to be the source of the deviation. The issue caused a delay of less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts available for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.